Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested for roche cardiac trop t (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. The tnt result was 399 ng/l on a cobas h 232 analyzer. The serial number was not provided. The tnt result was 230 ng/l on the cobas h 232 analyzer serial number (B)(4). The sample was tested at a hospital and the tnt result was 409 ng/l on a cobas 8000. The module and serial number were not provided. There were no erroneous results reported outside of the laboratory. There was no adverse event as the issue caused no harm to the patient.

Manufacturer narrative:
Relevant retention material tnt strip lot: 287186 was measured on qualified cobas h232 with: three spiked blood samples (c=400 ng/l, c=230 ng/l, and c=370 ng/l). Each blood sample was measured three times. The blood samples were also measured on a cobas e 411 immunoassay analyzer (cobas e411). Results: mean of the measurements on qualified cobas h232: first spiked blood sample (c=400 ng/l): 407 ng/l. Second spiked blood sample (c=230 ng/l): 235 ng/l. Third spiked blood sample (c=370 ng/l): 389 ng/l. Cobas e411 measurements: first spiked blood sample (c=400 ng/l): 389.8 pg/ml. Second spiked blood sample (c=230 ng/l): 218.8 pg/ml. Third spiked blood sample (c=370 ng/l): 369.2 pg/ml. The results of all measurements fulfill requirements. No customer material was returned for investigation.